Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD) for gradual onset of ventricular arrhythmia after high rate timeout occurred. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.